Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, the caller performed a pump reset, which cleared the malfunction, and the customer continued using their pump.